Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's dystonic symptoms produced movement problems that caused the skin over the extension to open. The skin became infected. The extension and devices were replaced but the proximal lead was salvaged. The pt was doing fine. No further info was requested at this time.